Manufacturer narrative:
The involved tego connector devices/dialysis mating and access devices have not been returned for analysis and confirmation. The exact cause(s) of this event are at this time unknown. ICU medical inc. Has identified the potential risk of leaking with certain tego® connector device lot builds. The potential for leakage could exist when the tego is connected to the dialysis tubing during the hemodialysis treatment, and may lead to blood loss. ICU medical has received reports associated with this issue. ICU medical is recalling those specific lots that could potentially contain this condition. The lot# associated with this event, lot# 3275467 is included / identified with this recall. A detailed analysis of the tego design, materials, manufacturing and inspection processes and equipment was performed. The data and engineering efforts identified a seal component anomaly that was attributable to the manufacturing /molding operation involving a cavity core pin edge. Corrective actions have been identified, qualified and implemented. Upon FDA request, this report is being resubmitted electronically.

Event description:
Int'l. ((B)(6)) complaint received concerning component damage/leakage issues with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information reports the event as follows: "broken membrane". There were no reported patient injuries, adverse outcomes.